Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the plunger was observed in advanced position, and lock; the cartridge was correctly engaged into lower body of the pcb00 device. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection was performed at 10x microscope magnification. Lack of lubricant material was observed in the device. The lens was observed stuck in the cartridge loading zone. The cartridge tip was observed deformed. No information was provided related to the specific failure with the product. However, the condition observed in the device was a lens stuck and the cartridge tip deformed. The complaint could not be verified. No product quality deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the preloaded intraocular lens failed. This was observed during handling prior to insertion. No further information provided.